Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -11.5/+1.5/068 into the patient's left eye (os) on (B)(6) 2022. Within the initial surgery the lens was removed and replaced intra-operatively for a shorter length lens due to excessive vault. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: d4: unique identifier: (B)(4). Expiration date: 28-feb-2025. D9: device available for evaluation?: yes. Returned 20-oct-2022. Claim #(B)(4).